Manufacturer narrative:
Technician found bed in "down" storage. Head up function was not working. Function does not work manually or under power. Battery led is on. Function not working due to faulty valve guide tube. Replaced head up valve guide tube to resolve this issue.

Event description:
Information received indicated that the head up function was not working. No injury alleged.